Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization is diabetic ketoacidosis and check out her heart. Customer is still in the hospital and was wearing the pump at time of hospitalization. Customer was kept in the hospital for 3 days.